Event description:
The clinician reports the implant was inserted (B)(6) 2004 in ada 3 of the patient's mouth. Details of surgery: primary stability not achieved. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.